Manufacturer narrative:
On may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventative maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates tht the device was manufactured on 08/23/2012 and has no previous repair history at zimmer surgical. Evaluation of the device observed the master width plate did not fit properly in the device and the master blade was not positioned properly with the control bar. Prior to repair, the device was outside calibration specifications at all tested thickness settings. Repair of the device included replacement of the gears, gear ring, head, neck, returned width plates, and all standard repair parts. Customer did not return any associated blades for evaluation and no information is known regarding the power source or pressure setting utilized during the reported event. The customer's reported event was likely caused by the device being outside of calibration specification, improper fitment of the width plates and improper positioning of the control bar, which was likely caused by the customer not maintaining the device per proper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome ii handpiece was not working correctly. There was no patient harm or delay reported. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.